Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2012. According to the complainant, after advancing the device through the endoscope during the procedure, it was noticed that the outer sheath retracted 3mm. The procedure was completed with different device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. No other device damage or anomaly was noticed, and no stones had been captured/crushed with this device prior to the alleged failure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. A visual examination found that the device returned with the basket in the closed position. The guidewire lumen (sidecar) presented with pushback and was torn on the proximal end. Additionally, the sheath was kinked and buckled near the guidewire lumen (likely due to operational context). Functionally, the basket could be extended and retracted without issue. When extended, the basket wires were found to be properly formed and evenly spaced. The condition of the returned incident device was consistent with the complaint since the device visually reflected the reported issue. The evaluation found that the guidewire lumen (sidecar) presented with pushback and was torn on the proximal end. During manufacturing, basket devices are 100% inspected for device integrity so the damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).